Manufacturer narrative:
(B)(4).sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the dwell stage was confirmed. The root cause was identified to be the supply bag disconnecting without falling. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 2 of 4 on the homechoice machine(hc). The home patient (hp) stated that the supply bag came undone. The technical service representative(tsr) assisted the hp to clear the alarm by turning the hc off and on. There was patient involvement; however, there was no injury or medical intervention reported.